Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to explant. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, november 24, 2015.

Manufacturer narrative:
This report is filed jun 2, 2016.